Manufacturer narrative:
PMA/510k: this report is for an unknown k-wire/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the open reduction internal fixation (orif) surgery for distal radius fracture. During the k-wire insertion to fix temporary, the k-wire interfered with the plate. The surgeon tried few times, but he couldn¿t insert the k-wire successfully. The surgeon changed the plate to a new plate and the surgery was completed successfully within thirty (30) minutes delay. After the surgery, the surgeon confirmed that the k-wire could pass through the plate successfully, but the plate had a drilled mark and it lead the k-wire to the wrong direction when he inserted the k-wire at some angle or the k-wire had bent. Finally, the surgeon thought that during the k-wire insertion, he inserted the k-wire with the bent state, and it caused the drilled mark. Patient outcome is reported as stable. No further information is available. Concomitant device reported: va-lcp-2-column drp2.4 volar le shaft 2h(part # 04.111.621s, lot # 33p4034 , quantity 1). This report is for one (1) unknown k-wire. This is report 2 of 2 for complaint (B)(4).